Event description:
It was reported that the ilet charging pad failed to operate as the indicator light did not illuminate and the device did not charge, despite attempts with multiple outlets, and a replacement charger was arranged. Symptoms included none. Outcomes included the need for replacement supplies. Investigation included customer interview and troubleshooting at the user site. Investigation of this case revealed a nonfunctional charger consistent with an electrical or component failure of the charging pad with no impact to therapy delivery. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure attributable to a malfunction of the charger.